Manufacturer narrative:
Procedure was a spinal surgery the device was not returned for investigation. The quality investigation is complete. Device was not returned.

Event description:
It was reported that the tip of the knife broke off during a procedure. It was also reported that the broken tip had to be retrieved and another device was used to complete the surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. It was also reported that it was a spinal case.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported that the tip of the knife broke off during a procedure. It was also reported that the broken tip had to be retrieved and another device was used to complete the surgery. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.